Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01- MDR (B)(4)- MDR 8021545-2026-00116. Correction: this MDR is being submitted to correct the submitted lot number number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6011881 was provided. Complaint was classified under malfunction code: leak between site connector and cannula housing - detachment / significant a query was run in the electronic quality management system (eqms) on 19-feb-2026 against "batch/lot number" "6011881" and similar malfunction codes: leak between site connector and cannula housing - detachment / significant, tubing connector is cracked, split, deformed, leakage may occur. The count of complaints is 2, which is below stated threshold of 3, therefore no statistical trending analysis is required. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 19-feb-2026 for against "lot number" "6011881". No records were found with lot 6011881 referenced. Device history record (DHR) review: the device history record (DHR) for lot 6011881 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Retain sample testing: no products or pictures were returned with the complaint to aid in the investigation. Retention samples from lot 6011881 were recovered and tested. All test results were within specification as documented in the attached test report: 6011881 database complaint (B)(4) complaint test report in the child record database (B)(4). CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues identified. Testing did not confirm the reported issue; no nonconformance identified. Based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that patient faced infusion set leakage event on (B)(6) 2025. Insulin did not enter through the cannula but instead leaked onto the infusion set and the patient, resulting in no insulin delivery. The blood glucose level was 396.6 mg/dl and possible ketones and the patient was treated with correction via pump. Information available.

Manufacturer narrative:
Initial and final MDR 2498911, MDR 8021545-2026-00116, device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.